Event description:
It was reported the patient broke a lead in 2009 and had components replaced in 2010.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type: lead; product ID 7428, serial# (B)(4), product type: implantable neurostimulator. (B)(4).